Event description:
A malfunction alarm was reported, displayed as ¿malf 0.¿ the customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to their levels. Technical support provided information to reset the pump, and after the reset, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.